Manufacturer narrative:
On 07/12/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Reported issue could not be replicated. Noted a very small amount of black residue on one of the tube candle sticks. Logs show generator overload (tube arc). Replaced all oil and grease on both tube and tank candle sticks. Issue resolved. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported that after the end of a spine procedure, the site's radiographic technologist (rt) heard a loud pop sound pop, received a generator error message, and images were dark afterward. No further details regarding the reported issues were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier, provided in a1, was inadvertently left off of initial MDR.